Manufacturer narrative:
There is no additional information available that indicates boston scientific has been contacted to interrogate this patient's device. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring that the lead safety switch (lss) on this pacemaker was triggered due to a high pacing impedance measurement with another manufacturer's right ventricular (rv) lead. It was reported that the patient was out of the state for the winter, but had an appointment with their primary physician. Boston scientific technical services (ts) recommended that the physician contact boston scientific to have a local rep be contacted to interrogate the device. No adverse patient effects were reported.

Event description:
Additional information was received that the lead safety switch (lss) was triggered due to a high pacing impedance greater than 2,000 ohms with another manufacturer's right atrial (ra) lead. An evaluation in clinic was performed by the health care professional (hcp) and the device was re-programmed to unipolar pacing and bipolar sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the information reported in the initial report of this complaint regarding the specific circumstances of this event.

Event description:
A review of this complaint was completed by boston scientific's compliant investigation site (cis).